Event description:
Reporter alleged meter read 146 mg/dl at 4 am however customer had low glucose symptoms and then became unresponsive. Reporter stated giving customer honey and then calling 911. It was reported meter readings were "nothing to be alarmed about" between 5 and 10 pm the night prior and normal insulin was taken at 6 pm. Emergency medical technician (emts) obtained a glucose result of lo within 1/2 hour so customer was given an IV and taken to the hosp where their device read about 60 mg/dl. It was reported customer was hospitalized for 5 days. A request was made for the return of the suspect device and replacement product was sent.